Manufacturer narrative:
Retainer ring = clear. Insulin pump passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No unexpected "insert battery", low battery", "change battery", and "failed battery" alerts were noted during testing; however "low battery" alerts do occur in the pump's history file within an interval of 2 days of one another. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6; pcba2--j1; terminals of the lcd flex cable. After swapping the original pcba2 onto a known good pcba1 and then into a known good case, the sleep current measurement remained high, but after swapping known good pcba2 onto the original pcba1 and then into a known good case, the sleep current measurement fell within specs. The boards were then taken out of the known good case and inserted into the original case. The sleep current measurement was still within specs. An attempt was made to clean off the corrosion on pcba2--j1. The board was plugged back into a known good pcba1 and then into a known good case. The sleep current measurement was then taken, and it still remained high. In summary, the high sleep current measurement and the "low battery" alerts are suspected to be due to moisture damage on pcba2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, missing serial number label, cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated that they had the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Customer stated that the insulin pump was exposed to fluid in the past. Customer received calibration not accepted and change sensor alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.